Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system got stuck when moving from ap to lateral. The system also makes a rattling noise. No troubleshooting was performed at the time of the event. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found the rotor was jammed with draping material due to the customer closing the door on draping material and performing a spin. The representative manually cranked out the rotor to gain access and remove the draping material, which cleared the obstruction. The system functioned as intended. If information is provided in the future, a supplemental report will be issued.